Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular (rv) lead was inserted in the ventricle and the helix got extended once inside the ventricle. When repositioning the lead, the helix would not extend. Information provided indicates that it is likely that the helix could not extend due to tissue being entangled in the mechanism. The lead was removed prior to pocket closure and another lead was implanted to complete the procedure. No adverse patient effects. The product was returned for analysis.